Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00021, device 2 is being reported under MDR-2247858-2023-00022, and device 3 is being reported under MDR-2247858-2023-00023.

Event description:
Right femoral artery occlusion. Per site, patient underwent an evar procedure and after procedure it was noticed that there was an occlusion of the right common femoral artery likely caused by plaque. Pt chose a right femoral endarterectomy to manage the issue. Pt tolerated procedure well and was discharged home. Per investigator, related to procedure and possibly related to device. Patient outcome - "resolved without sequelae."

Event description:
Right femoral artery occlusion. Per site, patient underwent an evar procedure and after procedure it was noticed that there was an occlusion of the right common femoral artery likely caused by plaque. Pt chose a right femoral endarterectomy to manage the issue. Pt tolerated procedure well and was discharged home. Per investigator, related to procedure and possibly related to device. Patient outcome - "resolved without sequelae."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00021, device 3 is being reported under MDR-2247858-2023-00023.